Event description:
It was reported for the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the user experienced difficulty filling the blue cap tubes. Verbatim: ¿the doctor reports difficulty filling the blue cap tubes.¿

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported for the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the user experienced difficulty filling the blue cap tubes. Verbatim: ¿the doctor reports difficulty filling the blue cap tubes.¿

Manufacturer narrative:
H.6 investigation summary material #: [363083] lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, the retentions could not be inspected as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.